Event description:
It was reported that during setup, one of the front wheels of an ak 96 machine was observed to be broken. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.